Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, the right ventricular lead exhibited noise. The noise could not be reproduced. No intervention was reported. The patient was asymptomatic and would be monitored.